Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported during a novasure endometrial ablation on (B)(6) 2016, the physician received two cavity integrity assessment (cia) tests. The physician then performed a laparoscopy and noted a perforation. The procedure was aborted. The physician "sutured the uterus" and the patient was discharged home. A hysteroscopy, dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.